Manufacturer narrative:
The technician found the nurse call button on the head right side did not function. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head right side rail nurse call power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the patient nurse call on the right side rail closest to the head of the bed does not function. The bed is located in ccu over flow department at the facility. There was no patient/user injury reported. This report was filed in out complaint handling system as complaint # (B)(4).